Event description:
The following info was reported to kci by the patient: there is no fluid draining into the canister, and his wound is macerated. The patient stated he was on his way to the hosp and described his wound as white around the edges. On (B)(6) 2014, the following info was reported to kci by the patient: on (B)(6) 2014, the patient's wound required sharp debridement. No additional info is available.

Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy. There have been several attempts made to gather additional clinical info, but there has been no response.